Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell-dyn sapphire generated a wbc count of 1.08. The lab protocol with low wbc counts is to repeat testing on a second sapphire. The results generated for sid (B)(6) were: sn (b)94) = wbc 1.21 / 1.08; sn (B)(4) = wbc 0.610. There was no reported impact to patient management.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, a review of service records, and a review of labeling. A review of the qc log files and normal patient results data showed that cell-dyn (cd) sapphire instrument, serial number (sn) (B)(4), was performing within specifications. A review of service records did not identify any other issues or complaints with serial number (B)(4). A review of labeling determined that there is adequate information related to handling specimens and consumables, required maintenance, and troubleshooting to address the customer's issue. Based on the investigation there is no indication of a deficiency of the cd sapphire instrument, beam adjust prism assembly, and nozzle flow cell assembly, nor is there sufficient information to reasonably suggest a malfunction occurred as the instrument is performing as intended.